Event description:
It was reported that on (B)(6) 2011, a promus stent was implanted in the left anterior descending artery. Several days post stent implant, the patient had a biopsy of the thyroid. The patient passed away on the way home from the hospital. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, reported information indicates that the physician does not think that an autopsy was performed.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. A follow-up report will be submitted with all additional relevant information.